Event description:
It was reported that the patient presented for an device changeout procedure. During the procedure, the stylet was stuck in the left ventricular (lv) lead and unable to be removed from the lumen. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the stylet was unable to be removed from the lead was confirmed. A complete lead with stuck stylet was returned in one piece. The ptfe coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin with the crimp sleeve were found pulled through the connector cap stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead during the procedure. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin to be pulled out through the connector assembly